Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a replacement surgery in (B)(6) 2017 and that they did something, but it still had not worked and that it never worked for their symptoms. Patient further stated that they were worse than before they even started. Patient confirmed they tried increasing stimulation, starting out at 1v and increasing to 1.5v and 2v and was now at 6v. Patient had tried all programs and noted that the health care provider also changed programs. Patient was not feeling stimulation at the time of the call and further noted that when the doctor would do it in the office they would feel something but would not feel anything afterwards. Patient met with a manufacturer representative and noted that when they walked out they were fine, but did not feel stimulation or tingling. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-28 lot# va1ehkp implanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that nothing led to the device never working. The patient had called their doctor and a manufacturer representative and did everything the manufacturer representative said. The patient went back to the hospital to change the lead, but there was no help and they felt nothing. No further complications were reported/anticipated.